Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy.